Manufacturer narrative:
For both events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions were: 1 event- the barcode reader check was performed and no misreads were encountered. Performance testing was run and passed. Precision studies were performed. 1 event- the photomultiplier tube high voltage was adjusted. Performance testing recovered within specifications. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Questionable high results were generated by the cobas e 411 immunoassay analyzer. The events involved a total of 3 patients with the following: 1 elecsys estradiol iii assay, 1 elecsys hcg + beta test system. The patients' ages ranged from 32 to 36 years. The known patients' weights ranged from 143 to 241 lbs. The other patient's weight was requested but was not provided. The patients were all female. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.